Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced an issue that stated the blockage is likely at the site. The patient observed the cannula and noticed that it was compromised, as it was kinked. The patient noticed symptoms three or more hours after insertion. The site was inserted in the abdomen. The patient regularly rotates site locations. The site area was not impacted in any way. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient changed supplies as necessary and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.